Event description:
It was reported that the patient¿s dexcom g6 cgm indicated a low glucose and the caregiver treated with approximately 5 ounces of glucose drink; the cgm then showed 54 mg/dl with a rising trend while a concurrent blood glucose meter check read 118 mg/dl, after which the caregiver was guided to enter the meter value into the ilet. Symptoms included hypoglycemia as indicated by the cgm reading, with the patient asymptomatic. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education regarding confirmation of cgm lows with a meter and appropriate data entry into the ilet. Investigation of this case revealed no device malfunction and suggested discordance between cgm and meter readings, with resolution after meter-guided management. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.